Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported high blood glucose. His blood glucose was 515 mg/dl. Customer experienced fatigue and thirst. He treated with an insulin pen about five minutes before calling. Customer was unable to troubleshoot because he was driving. He stated did a manual prime and saw insulin exit the tubing. Customer is relatively new to the insulin pump and thinks there might be a site issue. He was advised to change his infusion set, monitor his blood glucose, and drive safely. Nothing further reported.